Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the physician could connect the lead to device, apply max torque with torque device, and then gently pull on the lead and it would pull out of the header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary. (B)(4) no anomalies found. The experience reported at implant could not be duplicated during lab tests. A test lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all setscrews retained their lead. The device passed all lab tests.